Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2015,explanted: product type catheter product ID 8784 lot# serial# (B)(6),implanted: (B)(6) 2016,explanted: product type catheter product ID 8780 lot# serial# (B)(6),implanted:(B)(6) 2015,explanted: product type catheter h6 update: the previously applied patient code c76143 and device code c53269 are no longer applicable. The previously applied conclusion code 67 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding the pump not working as well as in the past it was clarified that as per the patient, the therapy was good and then seemed not to work as well. The patient thought it could be due to multiple falls. The cause of the issue was determined to be due to the catheter having appeared to be epidural and not intrathecal. The patient was to follow-up with their managing physician to be referred for a possible catheter revision. The issue was not resolved. The information was noted as having been confirmed with the physician account.

Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 500 mcg/ml clonidine at minimum rate. It was reported that the patient had several falls for over about a year, and about 8 months ago (prior to the notify date of (B)(6) 2020) it seems like the pump hasn¿t been working as well as it has in the past. Environmental/external/patient factors that may have led or contributed to the issue included falls. Troubleshooting included a dye study and roller study performed on (B)(6) 2020. The issue was not resolved at the time of the report. There were no symptoms reported. There were no further complications reported/anticipated.